Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 30-dec-2025 against "lot number 6012268 and similar malfunction code(s: soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6012268 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-dec-2025 against "lot number" criteria equal 6012268 and similar malfunction soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site,soft cannula found crimped upon removal from infusion site. The count of complaint is 3 the complaint number is (B)(4). Device history record (DHR) review: the lot 6012268 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 18-mar-2025, with a total of (B)(4) units. The assembly, lot 5c02444 was manufactured according to the wi version 29 and manufactured in the quickset line, on 18-mar-2025, with a total of (B)(4) units. The assembly, lot 5c02445 was manufactured according to the wi version 29 and manufactured in the quickset line, on 18-mar-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Test results: the reference samples were already tested in the (B)(4). Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to bent cannula leading to hyperglycemia. The blood glucose level was 583mg/dl at the time of event and the patient got treated with intravenous insulin drip. The length of hospitalization was for one day. No further information available.